Event description:
It was reported that (2) tlc75 were used during a bowel resection procedure. It was reported by the rep that the instrument locked up upon introduction of second reload and this occurred twice. It is unknown how the case was completed. There was no consequence to pt.